Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during device inspection, there was a "resistance" that was felt "at approximately halfway the door opening." It was also noted that the platen was "sticking" during door opening, "so instead of swinging open the door pops open to 45 degrees and abruptly stops." It was noted that the door needed to be manually pushed open past the resistance point to fully open and upon closing, a "slight catch is noted at the same point in the trajectory of the door movement." There was no cracking of the door hinge observed on the device. This was an observation made by bd associate during device inspection and there was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that during device inspection, there was a "resistance" that was felt "at approximately halfway the door opening." It was also noted that the platen was "sticking" during door opening, "so instead of swinging open the door pops open to 45 degrees and abruptly stops." It was noted that the door needed to be manually pushed open past the resistance point to fully open and upon closing, a "slight catch is noted at the same point in the trajectory of the door movement." There was no cracking of the door hinge observed on the device. This was an observation made by bd associate during device inspection and there was no patient involvement.